Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012867159 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. A loos connection between the catheter and a catheter interface cable (cic) was observed. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the handle segment, foreign material and a crack were observed inside the catheter handle connector receptacle. In conclusion, the reported twisted spiral array was not observed during testing. The reported inverted spiral array was observed during testing. The catheter also failed the returned product inspection due to foreign material and a crack were observed inside the catheter handle connector receptacle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure the catheter entered the atrium normally but experienced difficulty entering the left superior pulmonary vein. The catheter tip twisted while attempting placement into the vein, and a catheter array inversion was noted. The catheter was subsequently replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.